Event description:
It was reported that the patient slipped and fell on (B)(6) 2013 and landed on her implantable neurostimulator (ins) pocket site located on her left buttock. The patient experienced symptoms of acute pain, tingling and numbness which started ¿immediately¿ after the fall. The location of the symptoms was in the left leg, ¿going down to the foot¿. It was also noted that there had been "changes" to the pocket site and the ins had moved ¿a little bit to the left¿. The patient¿s left foot reportedly ¿felt like it was asleep¿. The reporter indicated that the patient contacted her healthcare provider (hcp) and was prescribed pain medication. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va06vfp, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
After further review, it was noted that the left foot felt heavy.